Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving an unknown drug at an unknown concentration and dosage via intrathecal drug delivery pump. It was reported that a motor stall was seen at initial interrogation. It was unknown if the patient recently had an MRI and was seen via the event logs. The patient had a code 8476 on their personal therapy manager (ptm). The patient was instructed to go to the ER and return to the office on (B)(6) 2017. It was unknown if the issue was resolved and there were no further complications reported/anticipated.

Manufacturer narrative:
Corrected to initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer via a company representative. The pump was delivering fentanyl 3000mcg/ml; 150mcg. Indication for use was non-malignant pain and chronic low back pain. The patient weight and medical history was asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the logs state a motor stall occurred. Surgical intervention was performed and the pump was replaced. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The issue was resolved. Patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The patient code (B)(4) no loner applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the company representative on 2017-aug-14. It was reported that the patient had experienced withdrawals due to the motor stalls and the pump was replaced on (B)(6)2017.

Manufacturer narrative:
Destructive analysis found gear train anomalies due to corrosion, wear and/or lubrication, and a stall due to shaft-bearing. Interrogation of the pump determined it was used to infuse fentanyl [3000 mcg/ml] at 150.1 mcg/day and bupivacaine [15 mg/ml] 0.751 mg/day. If information is provided in the future, a supplemental report will be issued.